Event description:
I had surgery on both of my feet in 2013 and had wright medical 4mm-cannulated x1 screws placed in both feet. Both screws fractured at the threading. I started having discomfort in the left foot several months ater the surgery. I returned to the surgeon office where a radiograph was taken showing the fracture of the 4mm screw. At the follow up appointment with the surgeon, he admitted the screw had broken but did not cause the failure of the surgery. I also asked for a radiograph of the right foot which revealed the same 4mm screw had also fractured. The pain in the right foot was neglible. I am (B)(6) and weight (B)(6) and am a practicing dentist. I am active, but do not engage in any physical activity to injure my feet i.e. Running etc.